Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Svc lead impedance alert on (B)(6) 2014 for impedance reading greater than 200 ohms. Svc impedance reading high. Unable to determine the exact reading other than greater than 200 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil. The svc was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc lead impedance alert on 2014 (B)(4) for impedance reading greater than 200 ohms. Svc impedance reading high. Unable to determine the exact reading other than greater than 200 ohms. This device was included in that field action. Based on the information received and without the return of the product, it could not determine if this device performed as described in the field action. Products: 407652 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was additionally reported that the svc coil was programmed off due to suspect coil fracture. Subsequently, the patient received inappropriate shocks due to what was deemed as oversensing, lead fracture, and noise which triggered a lead integrity alert (lia). The pace/sensed portion also showed an impedance rise.